Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed off no power and failed battery test. Customer's blood glucose was high over 600 mg/dl. She treated with insulin pen. Customer stated the battery was not previously used. The device was dropped or bumped. Customer stated the insulin pump fell out of her bed in the morning into the carpet. She mentioned the screen has a few scratches but display is visible. The drive support cap is recessed. The device passed the displacement and self tests. Customer was advised to monitor and call back if issue persists.